Event description:
Customer feedback: in may, the needles were purchased online, item number 329489, 7 needles/box, 4 boxes in total. On june 6, when using, a live black insect was found in the plastic packaging of one box. Worried that the needles were contaminated, the customer hope to be compensated according to regulations. Can be provide a video of the problem needles, can cooperate with mailing, and need to reply to the investigation results by phone. Sample availability? Yes. Sample availability details: picture/video available and physical sample. Sales on june 4 confirmed with customer: sales terminal is tmall platform, sku#329489, batch#2123499, the purchase time is may 16, 2024, total 4 boxes of 4mm 7-piece were bought, the customer consulted the sales terminal, and arranged for refunds of a box of products, the registration certificate# is gxzz-20153140675, the outside of the box are retained and can provide samples. On june 17, the samples were sent, express no.: sf1456175276759.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, investigation. Findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.